Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The customer's blood glucose levels were too low to register on the glucose meter. The customer had been experiencing low blood glucose levels for the past two weeks. Prior to the event, the customer had delivered a bolus for her food. An hour later, she passed out. The customer knows about active insulin, and stated that she gave the correct amount of insulin for the food she consumed. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. The customer felt uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.